Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no product will be returned.

Event description:
It was reported that the following issue was observed on the device: "it won't power on." Additional notes provided by the facility¿s clinical engineering support services include: " I verified that the unit would not turn on, even when plugged into ac power. The manual recommended replacing the battery, so that is what I did. The unit did turn on with a new battery, but the led that indicated the unit was plugged in turned off after a few minutes. I replaced the power cord and the issue has not repeated. I ran the unit through all of the pm tests found in the alaris system maintenance software with no issues. I am going to keep this unit for little bit longer. I am leaving it plugged in to make sure that the battery charges, and to make sure that the ac led indicator does not turn off again. The battery charged successfully and the ac power indicator did not turn off again. This unit is ready to be sent out." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿